Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to alignment of the alta screw nut during assembly to the screw nut in the alta plate.

Event description:
While attempting to join 8 hole alta channel plate and distal fracture plate, the screw nut stripped. Another screw nut was available and implanted without incident. No adverse consequence to the pt was reported.